Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital for device changeout due to elective replacement indicator (eri). Prior to the procedure, upon interrogation, it was noted that the right ventricular (rv) lead exhibited noise over-sensing. The rv lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.